Manufacturer narrative:
As received, contamination shield was attached to catheter, distal end was approximately 28cm from the tip and proximal end was approximately 91cm. Upon removal of the contamination shield, a slight indentation was observed approximately 96cm from the tip. Reported defect of "balloon would not inflate" was confirmed. Balloon failed to inflate due to balloon leakage. Balloon leakage was observed through a bond separation at the distal bond. Residual adhesive was observed at the bond. Unknown gelatinous material was found proximal at the proximal bond. All through lumens were patent without any leakage or occlusion. No visible damage was observed from returned monoject 1.5cc limited volume syringe. The sample sent to chemistry for identification. This analysis identified the material as polybutyl acrylate like material. It was confirmed with engineering at the manufacturing site that this type of material is not used during the manufacturing process. It cannot be determined when the material came in contact with the catheter. No actions will be taken at this time. A device history record review was not completed as the lot number was not reported.

Event description:
It was reported that the balloon on the catheter would not inflate upon routine inspection prior to patient insertion. It was noted that the balloon was leaking. There were no patient complications reported.